Manufacturer narrative:
Additional information was received that the reported issue was related to the flow sensor not being properly aligned and did not result in insufficient o2 delivery. Therefore, there was no reportable malfunction.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient o2. There was no patient involvement.